Event description:
It was reported that the tip wire was broken. A 190cm filterwire ez was selected for use. During preparation, when the protective hoop was removed, it was noted that the tip wire was broken and could not be fix. The procedure was completed with a new device. No patient complications were reported.